Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a stylet in the lead and the helix was extended. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, the physician tried to reposition the lead after extending the helix,but had difficulty retracting the helix. While the physician was pulling the lead through the sheath,the helix became caught on the sheath. The physician requested a new sheath and a new lead. No patient complications have been reported as a result of this event.